Event description:
The device was used during a coronary artery bypass graft. The mcm30 clips were scissoring and the jaws appeared to be out of alignment. The product being returned is not the device used, but from the same lot number. Rep reports mcs20 and mcl20 were used in the procedure and worked fine. There was no consequence to the pt.

Manufacturer narrative:
H4:d5: info unavailable. H6: code 100(other): the instrument received wa not the inquiry instrument, but was the same lot/box. The applier was examined and found to be functional. The instrument was cylced, fired, and properly formed the remaining 31 clips without incident. Results of eval: conclusion: based upon the inquiry info received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery, since the inquiry instrument was not returned. The applier was received in a sterile blister pack. The applier was removed from the sterile blister pack, was examined and found to be functional, and to meet design specifications. The applier was cycled, fed and formed the remaining 31 clips without incident. It was concluded that the applier was conforming to design specifications. Note: this inquiry was orginally reported as an rpo (record pruposes only). Each instrument is evaluated during the assembly process to ensure that it functions properly.